Event description:
Lasik eye surgery has caused me severe pain, damage and trauma. Every day of my life it consumes me. Every day, all day, my eyes are dry, sore and in severe pain. I use expensive eye drops and they only provide a split second of relief. It is painful to do my favorite activities, such as reading. It is painful to do my job as I work from a computer. I am scared to go swimming, to the beach, or snowboarding because they may only irritate my eyes further. I can not go outside without sunglasses. I no longer think I can go back to school because reading is so painful. It is painful to sleep and painful to wake up. All day I live in complete misery. I am only 24 and am sad every day because I realize my life has been ruined from this surgery. Today I saw someone wearing glasses and was wholly consumed with envy. I wish I could wake-up from this nightmare. I'm scared and have little hope. I don't want this to happen to others. Thank you for taking the time to read this.